Manufacturer narrative:
A service provider of infutronix provided the image for the affected administration set and visual inspection confirmed that the tubing connector on the proximal end of the cassette module was snapped and broken. The reported issue was confirmed.

Event description:
On (B)(6) 2021, a complaint handling specialist of infutronix reported an issue on behalf of an end user: "an administration set model hs-004 lot 2008003 set was dropped and cause it to leak." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.